Event description:
A caller reported an issue with the pump display where there were pixel problems affecting the customer's ability to interact with and read the pump screen. The reported malfunction did not lead to blood glucose levels exceeding 500 mg/dl or falling below 54 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support arranged for a pump replacement and instructed the customer on using mdi as backup therapy. The customer was also guided on how to put the pump in storage mode before returning it with a pre-paid label, and shipping details were confirmed.